Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date: the event occurred in (B)(6) 2024 . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the 'luer connector¿ at the connection point of the closed system drug transfer device. This occurred during infusion of bevacizumab. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b3, d10, d9, h3, h4, h6, h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and priming were performed on the sample; the device was found to be within the product specifications. Dimensional and leak testing was performed on the male luer with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.